Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of broken connector and missing attachments to hang the generator, and it failed some of its incoming tests. Even after the connector was replaced the generator failed its second incoming test and it was attributed to the heartwire. It was also noted that the unit's battery contacts were contaminated, its lower case was broken and that the device was sticky. The main board of the device was to be calibrated, the battery contacts cleaned and final testing performed to ensure that it passes with no visual or electrical anomalies.

Event description:
It was reported that the external pulse generator's ventricular channel connector was broken and that there was no longer any supports to hang the generator from the bed. The generator has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.